Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that during implant, the lead was inserted into the header and had been tried to fix with the set screw. The screw could be turned until the torque wrench clicked. However, the lead was still loose and could be easily removed from the header. Factors that may have led or contributed to the issue reported to be none. It was made sure that the set screw was correctly in place inside the header and that the torque wrench effectively turned the screw. Another implantable pulse generator (ipg) was used and the lead was fixed inside the header of the new ipg. The issue was resolved. Additional information received reported that the cause could not be determined and was not obvious. Handling of the device and connection to the lead was done in accordance with manual. It was reported that the device would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #234703480: analysis information -- 2018-07-05 10:24:40 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the {x} balseal connector was damaged in the connector port. Analysis determined the telemetry was acceptable. Analysis determined the {all balseal connectors} balseal connector(s) {was//were} damaged in the ins connector port. Product ID: neu_wrench_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.